Manufacturer narrative:
MFR's report date: 03/09/2011. (B)(4). The customer's experience a leak was confirmed. The cause of the leak was due to a tear in the silicone tubing at the lower fitment. Presence of a crush mark on the upper fitment was noted. The cause of the tear was undetermined.

Event description:
Customer reported leaking tubing from the pump insertion area during an infusion on a baby. The leak was detected after it was running for about an hour. No pt harm was reported.